Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy a12 phone with android operating system version eleven. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of "sugar water" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was properly seated and no physical damage is observed on the sensor patch. Data was extracted from the returned sensor using approved software. The sensor was found to be in state 5 (indicating normal termination). No failure modes were observed on the sensor plug assembly upon visual inspection. The sensor was activated with a good-known reader and the bluetooth connection was successful. A linearity test was performed while the reader was wrapped in aluminum foil (to simulate signal loss), signal loss message was observed. Therefore this complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device in use with samsung galaxy a12 phone with android operating system version eleven. The low and high glucose alarms did not sound and customer was not alerted of changes in glucose level. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring third-party treatment of "sugar water" by a non-healthcare professional. There was no report of death or permanent injury associated with this event.